Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "unit does not recognize door open" was not reproduced. Evaluation was able to power the device on, run a loaded set and power the device off with no discrepancies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the lower hook switch is sometimes sticking and delayed. The lower auxiliary required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not recognize door open. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.